Event description:
It was reported that during demo the thread part of the handpiece broke and was not working. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. The reported problem was visually confirmed, the lead screw nut is damaged and is broken off of the worm screw. The device cannot be functionally evaluated due to broken/damaged parts. The lead screw nut is broken. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be a mechanical component failure. As part of corrective actions, a new and more robust design of the snap lock has been released.